Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied by the customer. The qc data was not supplied as well. The customer indicated that they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. The laboratory has an accutni patient sample repeat procedure in which all patient samples with initial result of > 0.04 ng/ml, are retested prior to releasing data. Samples are not re-spun prior to repeat processing. Per the customer, the unit was currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event. A root cause for these events was not determined to date.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) (B)(4). The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported out of the laboratory. The events will be assumed that the false positive accutni patients' results initially recovered above the ami cut-off with repeat results recovering within normal reference range. The customer did not report affect to the patient or user attributed or connected to this event.